Event description:
It was reported that a (B)(6) male patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and at the end of the procedure after multiple ablations, the patient suffered a cardiac tamponade which required an emergency pericardiocentesis, extended hospitalization and transesophageal echocardiogram. The patient¿s medical history is unknown. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this is due to the exchange of transseptal sheath from a sl1 to a balis sheath. Settings during the event include: irrigation flow between 17 ml and 30 ml with an activated clotting time above 300 seconds. Sl1 and balis sheath were used as well as a brk needle. This event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the injury.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17144670m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: stockert 70 rf generator us catalog #: s7001 serial #: (B)(4) product name: coolflow® irrigation pump us catalog #: unknown serial #: unknown product name: carto® 3 system us catalog #: fg540000 serial #: (B)(4). Product name: lasso® nav eco variable catheter us catalog #: d134301 lot #: 17228839l manufacturer's reference #: (B)(4)